Event description:
Customer reports back to back testing with a professional meter and the advantage system with results of 224 mg/dl on customer's meter and 58 mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.